Event description:
It was reported that the pacemaker showed noise reversion on stored diagnostics with potential electromagnetic interference. The source of these non-physiologic events was undetermined. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant continued: 5076-58 implantable pacing lead: (B)(6) 2006. 5076-52 implantable pacing lead: (B)(6) 2006. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.